Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an insertable cardiac monitor (icm) was experiencing issues with oversensing p-waves. During the procedure, thr ee different insertion locations were attempted, and the device was repositioned five times. Despite these efforts, the oversensing issue persisted. A recommendation was made to increase the sensitivity to 25mv, but this did not resolve the issue. It was suggested that surface mapping might be necessary to potentially reposition the device lower than its current position. No patient complications have been reported as a result of this event.